Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, crease fold, brown particles inner the shell and opening on posterior. Leak test and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety-product/procedure.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.